Event description:
It was reported this was a closure using the pre-close technique prior to an electrophysiology procedure for a pacemaker procedure. Reportedly, the proglide device failed to close properly. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to be related to circumstances of the procedure factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.